Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient became symptomatic one day after the device system implant procedure. Additional information from the field representative indicates that the patient experienced diaphragmatic stimulation. It was then confirmed that this right ventricular (rv) lead had perforated the heart wall. Also, this lead exhibited high capture thresholds and the intrinsic rv lead measurements were found to be different from original implant. A lead revision was performed to address the issue. This lead was successfully repositioned and remains in service. No additional adverse patient effects.